Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It has been determined that this is a duplicate of MDR ID 2134265-2015-01444.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 38 x 3.00mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, during placement of the stent, the stent dislodged from the delivery system. The physician then attempted to recover the stent by goose neck snare but was unsuccessful. The patient was then sent to the cardio surgeon to remove the stent from the patient.